Event description:
It was reported that the patient had uncomfortable stimulation with their right supra-orbital lead. Surgical intervention was undertaken on (B)(6) 2026 in which the lead was repositioned.

Manufacturer narrative:
B3: event date is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.